Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed, however, the archive was not available. There was only 1 application session logs available of the issue date. The session captured the site used the procedure standard functional endoscopic sinus surgery (fess) and went till navigation task. The session captured the site attempted multiple registration where most of them were successful with error metric varied between 4.1 millimeters (mm) to 1.2 mm and few of them were unsuccessful due to accuracy more than > 5mm. In unsuccessful attempts observed that the traced points were very less. As archive was not available, but as per the info available " the exam was not up to the protocol and the trace pattern could be improved ", suspected due to the scan quality and the tracing pattern was done, caused the issue of the inaccuracy/registration. Suggested to improve the quality of the scans and use them as per the protocol and allow more anatomy to register on and trace the points in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This code f1906 is now included to reflect the aborted navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736 (software version: 2.1.0); h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A23 applies to immediately inaccurate within the nose . A0908 applies to having difficulties registering the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were difficulties with the registration of the patient using the stealth navigation system. After obtaining registration, inaccuracies were noted within the nose, leading to the decision to abort the use of the navigation system. The issue occurred intraoperatively, and it was confirmed that the exam was not up to protocol, and the trace pattern could be improved. No procedure delay was reported. There was no impact on patient outcome.